Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected and imaging confirmed migration of the electrode array out of cochlea. Reimplantation is considered, but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected and imaging confirmed migration of the electrode array out of cochlea. Reimplantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field the decrease in benefit was caused by a migration of the electrode out of cochlea. The reported pain during single channel stimulation was likely caused by extra-cochlear stimulation in the middle ear. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the decrease in benefit was caused by a migration of the electrode out of cochlea. The reported pain during single channel stimulation was likely caused by extra-cochlear stimulation in the middle ear. This is a final report.

Event description:
Hearing performance with the device was affected and imaging confirmed migration of the electrode array out of cochlea. The user has been re-implanted.